Event description:
Procedure: urological/gynecological. According to the reporter: the patient underwent a repair procedure and the patient allegedly experienced pain and injury. Patient has undergone or will undergo corrective surgery or surgeries. Additional information from the importer report: it was reported by the patient's doctor that as a result of having the product implanted, the patient has experienced vaginal discharge. The patient was given estrogen cream to treat the condition.

Manufacturer narrative:
(B)(4). MDR ref #: 1018233-2012-01632 (avaulta anterior). Note: this report corresponds with bard's report# (B)(4) for an "avaulta posterior". Additional information from the importer report: date of this report: (B)(4) 2012, brand name: avaulta posterior biosynthetic support system, catalog # 486020, lot # unk, (B)(6).